Manufacturer narrative:
It was reported that during patient treatment, there was a drop in tidal volume. The ventilator was investigated by our field service engineer on-site and no part was replaced nor returned for technical investigation. The cause of the reported failure has not been established in this investigation, however according to the log files one possible cause would be the drop in air supply pressure.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that during patient treatment, there was a drop in tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).